Event description:
Patient reported "no complaint against the device". This record is for the left side. The device was explanted.

Manufacturer narrative:
Clarification to b5 description of event and h10 related report numbers: this complaint was initially reported as a prior deflation on an unknown side. After additional details were received, it was identified that this complaint was originally reported to allergan in 2015 as a right side deflation and left side no complaint. This record now pertains to the left side and is being un-reported. Please see mrn 9617229-2026-02286, which will report the deflation on the contralateral side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported a "deflation". This record is for the unknown side. The device was explanted and replaced.